Event description:
The medical surveillance specialist (mss) was unable to reach reporter for follow-up questions. This complaint is being classified based on information obtained from lifescan customer service. The lay user/reporter contacted lifescan customer service in 2009, alleging that the patient's onetouch ultra was reading inaccurately high compared to the emergency medical service's (ems) meter. The patient reportedly obtained blood glucose results of "78, 73, 103, 77, and 257 mg/dl" (times were not specified) on the subject meter and then less than 10 minutes later, the patient got "51 mg/dl" on the ems meter. According to the reporter, the patient had passed out; however, he was unable to specify is she passed out before or after obtaining the alleged inaccurate high meter readings. It is unknown if the patient received any diabetes related treatment from the ems. The patient was hospitalized from sixteen days later - the following month. The reporter was unable/unwilling to report the type of treatment that the patient received at the hospital; however, it was noted that the patient had less food/drink the same day (unspecified time). No other blood glucose results were reported. It would be helpful to know when the patient passed out and what the patient was doing in regards to her food intake, medications, and activity levels prior to passing out. It would also be helpful to know why the patient was hospitalized. Based on the information provided at this time, this complaint is being reported because, the patient allegedly was hospitalized after obtaining alleged inaccurate high meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.